Manufacturer narrative:
Additional information b5: it was reported during follow up that a disconnection of the heparin line from the gambro cartridge was observed before patient treatment. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a cartridge ext dialyzer, an external fluid leak occurred at the heparin line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.